Event description:
Journal reference: farris s, ford p, demarco j, giroux ml. Deep brain stimulation and the ethics of protection and caring for the pt with parkinson's dementia. Mov disord. 2008;23(14):1973-1976. We briefly review two case studies to highlight the difficult ethical issues that can arise during the complex care of pd pts with dementia and successful dbs. Dilemmas occur postoperatively as a result of cognitive decline and we describe salient ethical dimensions that illustrate the need for a proactive postoperative plans for supervision as a prerequisite for surgery to include neuropsychological testing to predict the likelihood of net benefit to the pt and family beyond just motor improvement. Reportable event: pt 1 is a man with pd onset and with bilateral subthalamic nucleus (stn) dbs. He was referred for an eval to permanently turn off his dbs due to worsening behavioral problems, increase in hallucinations, confusion and impulsivity, secondary to pd dementia. Ultimately, the pt was successfully treated for his hallucinations and behavioral symptoms and the dbs remained implanted.